Event description:
Pt undergoing a bilateral mastectomy with envisio localized sentinel lymph node biopsy, possible axillary dissection. A fluffy blob of blue fuzz almost 1 cm long was found in the incision. It came from either a blue towel or a lap sponge. Then, when the tech wet a lap, the blue radiopaque tag fell off.